Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 66-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage b, with a history of known coronary artery disease. In the early morning hours, while the care team was performing spontaneous breathing trials, the patient was noted to have an acute change in neurologic status with blown pupils. A stat head CT was obtained, which demonstrated a massive intracranial hemorrhage. The care team discussed the poor neurologic prognosis with the patient¿s family, and a decision was made to withdraw care. The patient expired with the impella device left in place and was transferred to the morgue. The reported stroke is consistent with intracranial hemorrhage in the setting of critical illness and may be influenced by systemic anticoagulation, hemodynamic instability, and the underlying ami/cgs. The device will be conservatively reported for death; however, the death is most likely attributable to the catastrophic intracranial hemorrhage and overall severity of the patient¿s underlying condition.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.